Manufacturer narrative:
The ge service rep reloaded the software and set system configuration. The system is working as intended.

Event description:
The customer reported the workstation will not boot up.